Event description:
I got an interstim icon model 3037 sacral neuromodulator implanted in (B)(6) 2016. It never seemed to help with my bladder problems. In (B)(6) 2018, it shocked me badly in my spine, hips, and down my right leg. Luckily my partner recognized what had happened and forceably shut the device down. It has been turned off since. I've asked several drs to send a referral to urologists to get the device removed, but they are not comfortable enough to remove the device since the studies are lacking. They cannot take out the anchored lead wire in my sacrum, but they remove the wires and battery pack inside of my skin. I just want the thing taken out of me since it's permanently turned off. It consists of a lead wire in my sacrum with a cord going to a battery pack under my skin in my back. There is an external programmer that does electro-shock therapy. FDA safety report ID# (B)(4).